Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) the console generated a fiber optic sensor failure alarm. The customer denied a traumatic insertion or kinking. The getinge representative coached them through transducing the fluid lumen which yielded a crisp arterial waveform. At the end of the case the iab was removed ¿ as was the plan, and the patient was taken to the ICU. They did not keep the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-2020 to mar-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter: (B)(6), clinical nurse. Additional email address: (B)(6).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) the console generated a fiber optic sensor failure alarm. The customer denied a traumatic insertion or kinking. The getinge representative coached them through transducing the fluid lumen which yielded a crisp arterial waveform. At the end of the case the iab was removed ¿ as was the plan, and the patient was taken to the ICU. They did not keep the iab. There was no patient harm or adverse event reported. Additional information was received via medwatch # (B)(4): balloon pump was placed on a patient when sensor failure alarm sounded. Rep was contacted via the number provided on the balloon pump machine. Rep stated that this was a failure within the catheter and not an issue with the machine itself. Rep requested further information regarding the event which was sent via email. Physician op note: an intraoperative balloon pump was then placed up the left femoral access site and positioned in the upper portion of the descending thoracic aorta. However, upon balloon pump initiation, there appeared to be a communication issue with the balloon pump console, and we could never record pressures off the balloon pump console. We were able to observe pressures however off the arterial access alone. The balloon pump was placed on standby and the patient's blood pressure appeared to be stable. The guiding catheter was then removed. The balloon pump wire was placed back through the balloon pump. The balloon pump was then pulled back and the perclosure sutures were secured down with good hemostasis in the left femoral access site. This report is for the 1st iab. A separate report will be submitted for the 2nd iab.